Manufacturer narrative:
(B)(4). Date of initial report: 03/09/2016. Additional questions in regard to the incident have been asked. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported an or fire occurred while operating on the patient's face around the o2 mask. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found it to function normally and within specifications. Additionally, evaluation of the concomitant generator did not identify any condition that would have caused or contributed to the reported event. The ft3000 pencil instructions for use warns that the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions when using with flammable substances. The IFU states, tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material.